Event description:
According to the reporter: while balloon was inflated inside the patient, the balloon broke off of the trocar falling into the patient; balloon needed to be fished out. The procedure was not converted to an open procedure. The incision was not extended by more than one inch. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no related extended hospital stay. No device fragment or component fell into the patient's cavity. No device fragment or component was left in the patient.

Manufacturer narrative:
(B)(4).